Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion with a significant bend of 45 degrees was located in the mildly tortuous and moderately calcified brachiocephalic vessel. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation while reaching the rated burst pressure, the balloon burst. The procedure was completed with another of same device. The patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 7mm in length and extended from a position 7mm distal of the proximal markerband to 14mm distal of the proximal markerband. No damage observed to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion with a significant bend of 45 degrees was located in the mildly tortuous and moderately calcified brachiocephalic vessel. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation while reaching the rated burst pressure, the balloon burst. The procedure was completed with another of same device. The patient condition was good post-procedure.